Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a chait percutaneous cecostomy catheter was obstructed. The "broken piece" was removed and a new central line was place. To date, despite multiple good faith attempts, additional information with regards to the patient, device and event have been requested but not yet provided. As reported, the patient did not experience any adverse effects due to this occurrence.

Event description:
Additional information was provided by the customer on 05oct2018. The patient is a (B)(6) female and has utilized these devices since (B)(6) 2013. Each device used has been rinsed daily and is changed without issues every six months. The last device change was completed on (B)(6) 2018 with no complications and the next change is scheduled for (B)(6) 2018.

Manufacturer narrative:
Additional information: patient identifier, event, other relevant history. Additional device information is still unknown, however, the patient has size tdcs-100. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Investigation the reported used device was returned to cook inc. For evaluation. The device measured within specification, however, functional testing was not successful. A wire was fed through the trapdoor side of the chait and was found to be obstructed 9.7cm into the tubing. A review of the complaint history, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control, and visual inspection of the returned device was conducted during the investigation. There is no evidence to suggest the finished product was not made to specifications. Sales history determined this device was one of two lots; therefore, both lots were investigated. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. A quality engineering risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the nature of the failure, this failure is possibly caused by the maintenance of the catheter. The instructions for use (IFU) specify the proper care for the catheter when performing the enema. The IFU and included patient guide also describe ways to maintain an appropriate diet while using the catheter. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
See h10.